Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient came into clinic for device check, auto mode switching due to far-r oversensing was observed. Programming changes were made.